Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic bronchoscopy procedure, while the patient was under sedation, it was found that there were scratches and protruding wires in the biopsy channel. The intended procedure was completed with the same device. There was no reported patient harm associated with this event.